Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/17/2015. The fse found a hole in tubing at pinch valve pv37. He replaced the tubing at pv37 which fixed the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 20 ml from pinch valve pv37 of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages related to this event were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.